Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(6) (oaz) for evaluation. In the evaluation of oaz the following was confirmed; the air/water channel is buckled. The suction channel is buckled or dented. The angle wires were stretched. The adhesive part on the bending rubber is worn out. Air/water and suction cylinder damage or deformation due to physical stress caused by handling. Forceps channel port damage or deformation due to physical stress caused by handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa (10-100 cfu/0.1ml), serratia marcescens (1-10 cfu/0.1ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator pass through_ intercept plus. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.